Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm prime/fill anomaly due to compromised force sensor system alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received an error alarm. The customer¿s blood glucose level was unknown. Customer stated that they were unable to exit the preparing to prime loop. Customer states they did not receive second series of beeps nor did numbers appear on the screen. Troubleshooting was performed. The product will be returned for analysis.